Manufacturer narrative:
The insulin pump had failed battery test due to corroded battery tube and battery cap contact. Analysis was unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. The insulin pump passed stop current and run current test. The insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that they received broken battery compartment and crack along the insulin pump case. Customer's blood glucose value was 280 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin pump was returned for analysis.